Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not yet performed.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an alarm despite restart, warm-up phase, etc. There was no report of patient injury.

Manufacturer narrative:
H10: customer information has been added to the dedicated e. Section as well as the manufacturing date of the device. The unit was requested back to the manufacturer site. The reported fault was not confirmed, the unit was found working properly and within specifications. Taking into account all the above facts, it cannot be ruled out that the reported event was not device-related and therefore caused by an improper hospital gas supply.

Event description:
See initial report.